Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the development of yellow nail syndrome after the implantation of a permanent cardiac pacemaker. Internal medicine. 2017; 56(19):2667-2669. Doi: 10.2169/internalmedicine.8769-16. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information this patient¿s implantable pulse generator (ipg) system. The article reported that there was a patient who developed ¿yellow nail syndrome (yns)¿ after the ipg was implanted. The author stated that the ipg was ¿suspected¿ in the factor for the development of the syndrome. The patient had developed swelling of the face, hands, and forearms; stiffness of all fingers; a generalized rash; and an ¿abnormal sensation¿ that affected the whole body. It was also noted that the patient had sinusitis and seronegative rheumatoid arthritis (ra); which the patient was being treated for with medication. The patient¿s swelling and sensation gradually improved with the treatment for the sinusitis; however, the yns did not change. The system appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.